Manufacturer narrative:
Complaint (B)(4). No samples were received for evaluation. We forwarded the complaint to our supplier for their investigation and comments. A review of production documentation revealed no deviations in association with the reported issue. Retain samples were visually inspected; no deviations were observed. Pull force between the stopper and protector, in addition to move force and return force, were then checked; all results were within specification. The safety mechanisms were activated. No deviations were noted. The complaint is closed as cannot be determined.

Event description:
Customer states at 1400 on (B)(6) 2025 nurse (lpn in clinic) was attempting to draw blood; upon removal of the needle from the patient, she was holding a cotton ball on the patient's arm and attempting to engage the safety device on the needle, which she was unable to do, so she was setting the needle down on the table in order to finish bandaging the patient; as she was setting the needle down, she scraped her right inner wrist with the dirty needle causing a break in the skin as she was setting on the table. Customer has responded "no" to all exposure questions.